Manufacturer narrative:
(B)(4). Date sent: 12/4/2025. D4: batch # 972c96. Investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a package labeled as er320, lot number 972c96, expiration date 2029-31-3. A perforation can be seen on the blister; the image is not clear enough to determine the integrity of the product. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device 972c96/er320 batch number, and no non-conformances were identified.

Event description:
It was reported that before an unknown procedure customer opened er320 box to find a small hole in the packaging, making it nonsterile. Product kept to the side and another one opened. There was no surgical delay. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 10/9/2025. D4 batch # unk. B3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Or was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Was sterility compromised as a result of the packaging damage? Please provide a picture (if available). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/14/2026. This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a package labeled as er320, lot number 972c96, expiration date 2029-31-3. A perforation can be seen on the blister; the image is not clear enough to determine the integrity of the product. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished er320, with lot/batch 972c96, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: 1.. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? The blister pack was damaged. 2. Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? No difficulty, just a puncture hole in the blister pack. 3. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Pouch seal. 4. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Puncture hole. 5. Was sterility compromised as a result of the packaging damage? Yes.